Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, fielder. Guide catheter: launcher 6fr jl3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the 90% stenosed, mildly tortuous, moderately calcified, mid left anterior descending coronary artery. A 2.5x15mm trek balloon dilatation catheter (bdc) was soaked and air aspiration was performed outside the patient anatomy. The bdc was advanced to the lesion and during the first inflation, the balloon ruptured at 8 atmospheres. A new same-sized non-abbott bdc was used, followed by a stent, successfully completing the procedure and resulting in 0% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.